Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-18800-03, batch 1392411, was received for investigation. Visual evaluation of the returned device noted that the driver tip was twisted/bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by a sales representative via (B)(4) that an ar-18800-03 drive shaft is warped. Noticed after sterilization with no patient effect. Additional info 8/14/25: the driver warped during the case. The tip sheared off in the screw head causing the doctor to have to pick it out with a dental pick. The piece was disposed of in the or. They continued the case with the secondary driver shaft in the set. No significant delay or adverse effects were experienced as a result of this issue.